Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04859 for the exalt model d scope and for the exalt d controller. It was reported that an exalt d controller was used with an exalt model d single use duodenoscope for an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. The controller has shown multiple instances where visualization was lost, and the loading screen appeared. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h2 (correction): d3 manufacturer address added. Block h11: with all available information, the investigation found the probable cause of the loss of visualization is contamination on the catheter contacts. Although the number of procedures/recycles of the unit are unknown, contamination is likely due to repeat use and wear and tear on the catheter connection, or improper cleaning of the unit during maintenance. Upon receipt, the returned exalt d controller was analyzed. Visual examination of the console identified cosmetic damage on the top cover and front panel. Functional testing of the device identified contamination of the catheter interface contact, causing unstable image. The reported allegation of loss of visualization was confirmed. After replacing the catheter interface contact, the image was clear and stable. With all the available information, boston scientific concludes that the root cause of this event is traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04859 for the exalt model d scope and 3005099803-2024-04805 for the exalt d controller. It was reported that an exalt d controller was used with an exalt model d single use duodenoscope for an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. The controller has shown multiple instances where visualization was lost, and the loading screen appeared. No further information has been obtained despite good faith efforts.